Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery became hot to touch while charging. No temperature alerts or alarms occurred. The customer did not receive any temperature alerts or alarms in relation to the warmer temperatures while charging. The customer's blood glucose level was not impacted. Tandem technical support informed customer that it is recommended to charge the pump daily for 15-20 minutes to maintain a good charge in the pump as well as not to have it plugged in for such a long period of time and to continue to monitor everything; customer acknowledged.